Event description:
A nurse reported an intraocular lens (iol) was exchanged due to blurry distance vision. The lens was exchanged for the same model, different power lens. In a follow up, an assistant reported the lens did not cause of contribute to the event. Posterior capsule opacification (pco) was noted prior to the lens exchange procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided which indicated an approved cartridge was used with an unapproved handpiece and an unapproved viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. Additional information indicated a failure to follow the dfu; an unapproved handpiece was used with an unapproved viscoelastic, which can contribute to lens damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).